Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to helix extension issues. Reportedly a noise occurred while rotating the lead, which lead the physician to suspect lead conductor fracture. The reported number of rotations for this lead was approximately 80 turns. This lead was successfully replaced. No adverse patient effects.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to helix extension issues. Reportedly a noise occurred while rotating the lead, which lead the physician to suspect lead conductor fracture. The reported number of rotations for this lead was approximately 80 turns. This lead was successfully replaced. No adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.